Manufacturer narrative:
Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. Revascularization and inadequate occlusion are known and anticipated complications to these types of procedures and are noted in the labeling. Multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore, it was determined that the reported event was an anticipated procedural complication. (B)(4).

Event description:
It was reported in an article in the american journal of neuroradiology that the patient underwent a second procedure to treat the major recanalization of the aneurysm. No other information was provided.